Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensors were having updating issues and as a result the customer's blood glucose was 48 mg/dl at the time of the incident. Troubleshooting was not performed. The sensor will be returned for analysis, the insulin pump will not return.